Event description:
The customer complained that the bed functions are not operating properly. Actually, the head up/down function was not operating.

Manufacturer narrative:
The technician replaced a bad coil on the s1 valve, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.